Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper split between the peel tabs was confirmed, but the cause is unknown. One 5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. One of the tab halves was broken and the sheath tore away from the tack. The tabs split unevenly, which resulted in a ring of red material that remained after the red colored tabs were split apart. The sheath exhibited a uniform and consistent peel. The tack used to secure the sheath to the peel tabs was observed to be centered. A microscopic examination of the fractured surfaces of the sheath revealed that the fracture coincided with the distal end of the tack. Variable material fill was observed in the molded material underneath the tack head. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of reaw1388 showed one other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, when the PICC rn attempted to split the peel-apart, it broke on one side in the patient's arm. No patient injury reported.